Manufacturer narrative:
Reported event: an event regarding loosening / periprosthetic fracture involving a mets, total knee replacement, femoral stem, was reported. The event was confirmed by x-ray review method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for mets smiles knee replacement and the date of insertion was unknown. The surgeon reported a loose femoral stem and fracture. The CT image provided shows massive radiolucent lines and fragmentation of the cement mantle, indicating the stem has lost its fixation. The lateral cortex near the stem tip had periprosthetic fracture. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Customer reported a patient with a mets smiles knee in with a loose femoral component and fracture. Update clinician review stated the following: "[..] The lateral cortex near the stem tip had periprosthetic fracture. [..]."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Customer reported a patient with a mets smiles knee in with a loose femoral component and fracture.